Manufacturer narrative:
It was also reported that in early 2008, twenty-one days after being discharged, the pt suffered a non-q wave myocardial infarction (mi). There was no recurrent ischemic pain. There was no new st elevation documented. The coronary event was evaluated and determined to be unrelated to the study product and unrelated to the index procedure. Five days later, the pt was brought back to the hosp by family members. The pt was experiencing behavioral change, aphasia, dysarthria, and reflex change. The pt was diagnosed with an ischemic stroke. The pt also suffered hemineglect and hemiparesis on the left side. The onset was sudden. Recovery was partial with major residual effects. The duration of the neurological deficit was permanent. It was noted that on the following month, the pt expired. The cause of death was congestive heart failure (chf). The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.

Event description:
Three weeks following discharge for a carotid stenting procedure, this pt was diagnosed with an ischemic stroke. The pt is a male who was consented to the study in late 2007. The index procedure was completed on the same day, and pt was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6.1. The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 90%. An angioguard distal protection device was successfully deployed distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day, with clopidogrel and aspirin directed.